Manufacturer narrative:
Additional information: new information has been added to b5, and new codes to h6: medical device problem codes, investigation findings and investigation conclusion codes.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to subclavian crush causing noise. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.